Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states patient received results of 540 mg/dl (using patient's left hand) and 85 mg/dl (using patient's right hand) within 10 minutes on the gts advantage system. Caller states patient had an IV containing "d10" on his left side. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Blood got in to the header of the device. Unable to remove blood. Per attending discretion opted to use new device. No injury to patient. Manufacturer response (as per reporter) for biv aicd, biv aicdawaiting response.